Event description:
The device activates without being prompted, and subsequently the memory is full. This continues after a new padpak is installed.there was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2015. Upon receipt, the device was observed switching on automatically, as per the reported fault. This was due to corrosion between track 13 (on_button) and track 14 (key3_button) on the membrane tail, which had led to a partial short between these lines. This had resulted in the multiple 10-minute timeouts, which had filled the memory and led to ¿warning, memory full¿ prompts from the (B)(6) 2020. The fault could not be replicated when the corrosion was cleared. This would confirm a failure of the membrane due to corrosion on the membrane tail. The corrosion observed on the membrane tail, the screws and the out-of-range temperatures in the history log would all confirm the device had been stored outside of the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
The device activates without being prompted, and subsequently the memory is full. This continues after a new padpak is installed. There was no patient involved in this event.